Manufacturer narrative:
All product features corresponded with the valid specifications of the (B)(4) at the time, when the item was produced. Neither the complaint samples, nor additional information has been submitted. Without this information an investigation regarding the root cause is not possible. According to the quality documentation review the product was sterilized as specified. No further complaints were received concerning infection of a fusion nail. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through (B)(4).

Event description:
Infection.